Manufacturer narrative:
The reported event was not confirmed. Seven photos were received for evaluation. The first photo was top view of the three-way catheter and drain bag. The second and third photo was a zoomed in view of the sample port connector. The fourth photo was of the inflation cap confirming the batch number ngjr2163. The fifth photo was of the bag¿s date code. The sixth and seventh photo was a document in the countries native language. Received 1 all-silicone temp sensing foley catheter with sample port connector. Visual inspection noted no obvious observations. Water was ran through the drainage lumen and a leak was not present. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed therefore, a DHR review is not required. The reported event is unconfirmed therefore a labeling review is not required. Correction- d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had urine leakage near the sample port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had urine leakage near the sample port.